Manufacturer narrative:
During follow-up, the patient said he noticed no defects or malfunction with the m14 units.

Event description:
Intermittent catheter patient (user) said he acquired a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic and is still taking it.